Manufacturer narrative:
(B)(4). The insulin pump was received in no manufacturing mode noted. The pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with missing display window cover and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump had a recurring power error detected alarm. Blood glucose level at the time of the incident was 89 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.